Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed no activity related to the complaint. On examination, the battery compartment and battery cap are intact without damage or evidence of moisture damage. On investigation, the pump powered on normally and was exercised for 24 hours without overheating or alarms. The electrical current draws were evaluated and found to be within specification. The pump cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the interior pump components. Investigation did not confirm or duplicate the alleged temperature issue and the pump was found to be operating within required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014, alleging the pump felt hot to the patient. The patient reportedly had changed the battery in the pump the day prior. Troubleshooting by the revealed the pump was delivering insulin as programmed. No adverse event is being reported because the device does not have an assigned 510k. This complaint is being reported because the alleged temperature issue remained unresolved with troubleshooting.